Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that there was a difficulty in operation. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Skin graft mesher, serial number (B)(4), was manufactured on august 27, 1996, and over 20 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on may 4, 2017 revealed the pre-test calibration could not be taken due to the damaged comb. The gear, roller, and side plates also had visual damage. The 10 screws on the side plates were damaged and needed replaced. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 4, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that there was a difficulty in operation¿ was confirmed since during initial inspection it was revealed that the pre-test calibration could not be taken due to the damaged comb. It also revealed that the gear, roller, and side plates also had visual damage. The 10 screws on the side plates were also damaged. The reported event was confirmed since during initial inspection it was revealed that the pre-test calibration could not be taken due to the damaged comb. It also revealed that the gear, roller, and side plates also had visual damage. The 10 screws on the side plates were also damaged. The root cause that there was a difficulty in operation and the comb, gear, roller, and side plates were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that there was difficulty in operation. No adverse events have been reported as a result of this malfunction. Investigation results showed that the comb was damaged and replaced.